Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer healthcare provider reported via phone call that their insulin pump alarmed failed battery test. Customer cannot recall blood glucose reading. Troubleshoot was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer was advised to use aaa alkaline batteries. Customer received failed battery test after troubleshooting. Customer was advised to continue using the insulin pump until replacement arrived. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.